Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The wife reported via phone call that the customer experienced a low of 20 mg/dl. The wife stated the paramedics were called for the incident. The wife also reported the customer has been disconnected from the insulin pump due to a button error alarm. The wife stated the customer was treated with a glucose and a glucagon shot. The customer's blood glucose was 62 mg/dl at the time of the call. Customer's blood glucose was 142 mg/dl at the end of the call. Troubleshooting found the drive support cap to be normal. The insulin pump will not be returned for analysis.